Event description:
It was reported that during an advance procedure, "the white connecting piece of the sling broke off of the left needle passer as the surgeon was pulling the mesh out of the left side. When he tried to pull the mesh back out, the white piece broke off of the mesh sleeve." "The surgeon was not able to retrieve the white connection. The surgeon was able to tie the mesh sheath to the needle passer with a 0 nylon and pull it through on the first try. The rest of the surgery continued as normal." No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.